Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). The clinic biomedical technician replaced the heater triac to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that failed the power on test when the machine was powered up. Upon follow up, the biomedical technician confirmed the t5 transistor on the power logic board had visible heat damage. The biomedical technician reportedly replaced the heater triac to resolve the issue and return the machine to service. It was reported that the issue occurred upon power up, and that there was no patient involvement reported. Due diligence attempts were exhausted, but additional information was not provided. If additional information is provided, a supplemental report will be submitted.